Event description:
A (B)(6) female pt contacted zoll customer support to report her battery charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) is currently underway. Upon eval, the battery charger would not power on and conveyed an md5 flash failure. The cause of the problem has been isolated to flash components (B)(6) on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.